Event description:
It was reported that per preventive maintenance in an arctic sun device, there was inverted screen for the control panel.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. Control panel had invert screen. Replaced control panel. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. Labeling review is not required because labeling could not have prevented this issue. The root cause identified is covered/investigated under CAPA 2440507. The root cause of the situation is a bug in the gdu and incomplete instructions at axiomtek. Some of the assembly technicians use the gdu to rotate the screen orientation from 0 to 180 degrees during assembly for operational ease, since the arcticsun control panel is held upside down in the production jig. If the setting is not reverted to 0 degrees after assembly, it will cause flipped touchpoints. Screen setup parameters are not controlled and a bug in the gdu caused temporary parameters to be saved, which allowed this behaviour to occur. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.